Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false positive explant indicator related to a software update. Ts indicated that full telemetry function could be restored via an upcoming software update. This pacemaker subsequently installed the software updated and remote monitoring was restored. This device remains in service. No adverse patient effects were reported.